Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was duplicated and attributed to a faulty mfc-to-cprd connector. The CPR adaptor was discarded. The device was recertified and returned to the customer. It's noteworthy to mention that the customer resolved the issue during the event and was able to administer 7 shocks to the patient. The damage to the adaptor prevented an adequate connection, preventing the proper ID of the signal. Since the ID was not recognized, the device prevented an analysis. Reconnecting the CPR adaptor corrected the observation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that the patient subsequently expired.